Event description:
It was reported that during the priming of a prismaflex st100 set, a "priming leak" was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.